Event description:
This patient experienced pocket pain. No action was taken. The patient will be monitored by the physician. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.